Event description:
It was reported via journal article that stroke and device embolization occurred. A left atrial appendage (laa) closure procedure was performed on a patient with a bilobed laa. The maximum width of the ostium measured at 20mm and a 24mm watchman flx closure device was successfully implanted. The following day, transesophageal echocardiography (tee) showed the closure device to be in the intended location. The patient was discharged with a scheduled tee six weeks later but was lost to follow up. One and a half years later, the patient presented with two new ischemic strokes and unexplained left foot pain. Repeat tee showed the absence of the closure device in the left atrial appendage, as intended. Computed tomography (CT) of the chest and abdomen was performed which showed the closure device to be in the abdominal aorta between the ostium of the celiac trunk and the superior mesenteric artery. Due to the high cardiovascular risk, surgical or percutaneous extraction were not performed, and the closure device was kept in place. Low dose aspirin was added to the patient's medical treatment plan. The patient died three months later from seizure.

Manufacturer narrative:
Literature citation: mansour m.j. Et al., (2020). Late discovery of left atrial appendage occluder device embolization: a case report. Bmc cardiovascular disorders, 20:305. Doi: 10.1186/s12872-020-01589-9.

Event description:
It was reported via journal article that stroke and device embolization occurred. A left atrial appendage (laa) closure procedure was performed on a patient with a bilobed laa. The maximum width of the ostium measured at 20mm and a 24mm watchman flx closure device was successfully implanted. The following day, transesophageal echocardiography (tee) showed the closure device to be in the intended location. The patient was discharged with a scheduled tee six weeks later but was lost to follow up. One and a half years later, the patient presented with two new ischemic strokes and unexplained left foot pain. Repeat tee showed the absence of the closure device in the left atrial appendage, as intended. Computed tomography (CT) of the chest and abdomen was performed which showed the closure device to be in the abdominal aorta between the ostium of the celiac trunk and the superior mesenteric artery. Due to the high cardiovascular risk, surgical or percutaneous extraction were not performed, and the closure device was kept in place. Low dose aspirin was added to the patient's medical treatment plan. The patient died three months later from seizure.

Manufacturer narrative:
B3: estimated based on date of literature article. Literature citation: mansour m.j. Et al., (2020). Late discovery of left atrial appendage occluder device embolization: a case report. Bmc cardiovascular disorders, 20:305. Doi: 10.1186/s12872-020-01589-9.